Event description:
A (B)(6) male with heavy calcium underwent aaa repair on (B)(6) 2011. The physician placed a renu converter as a stand alone device and an iliac leg graft. No other manufacturer's devices were used. Sometime after placement graft occlusion of both grafts occurred and the physician performed lysis. The decision was made to explant the grafts on (B)(6) 2012. Pre and post operative images are available and being provided to assist in this investigation. Per complaint form: a (B)(6) male underwent aaa repair. Sometime after placement a graft occlusion occurred and the physician performed lysis. Decision was made to explant graft on (B)(6) 2012. The pt's current status is unknown at this time. An email was sent to the sales rep to confirm the pt's status after explantation.

Manufacturer narrative:
Occlusion is labeled in the IFU. Event evaluation: still under investigation.